Event description:
Information received with return of the device does not address the patient's clinical status but notes that the device was in back-up operation and exhibited output and telemetry anomalies.